Manufacturer narrative:
Pending investigation. Concomitant medical products: 2762714, 02-010-01-0320 - logic femoral ps cem right sz 2; 2630500, 02-012-45-2030 - lgc tibial fit tray cem sz 2f / 3t; 2794869, 200-02-35 - three peg patella 35mm. Recall: z-0021-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2013. The patient was revised on (B)(6) 2022 due to a worn ps logic poly. The tibial insert was removed and replaced with a truliant psc insert. No breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.